Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was stage ii midline cystocele, stage ii lateral cystocele, vaginal enterocele, stress incontinence, stage I uterovaginal prolapse, stage ii rectocele, and urethral hypermobility. The procedure performed was a laparoscopic surgical colpopexy for abdominal enterocele repair and for uterovaginal prolapse, sling operation for stress incontinence, repair of rectocele for rectocele, insertion of mesh x2, aspiration of the bladder with insertion of a suprapubic catheter for temporary postoperative urinary retention, and cystourethrescopy. Approximately 2 weeks post op the patient had an office visit for mild voiding dysfunction. Approximately 1 month post op the patient had an office visit for pain in the vaginal area, which was throbbing and radiating down from the top of the vagina outward. She was using motrin and vicodin occasionally for controlled discomfort.